Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens has conducted an investigation of the reported events. The investigation showed that the error is the result of the preload forces of the dcs mounting bolts decreasing in rare cases. A solution has been developed by the supplier and endurance testing has been executed successfully. Correction for this error will be initiated via update (B)(4) beginning in january 2019 and will be reported to the FDA under 21 cfr 806. This corrective action eliminates the root cause of the problem and prevents the possibility of reoccurrence. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred following the use of the artis zee biplane system. The user reported broken bolts in the ball bearing of the dcs. There is no report of impact to the state of health of any patient or user involved.